Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked, leading to an underinfusion. This was noted on the final day of therapy, five days after the start of infusion. The device had been filled with 1500mg fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.